Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had calibration errors and 1 or 2 sensors that were more than 400 points off. Customer's sensor glucose was 72 mg/dl but the pump was reading 417 mg/dl. Customer stated that the majority of the time the sensor reading is off. Customer's blood glucose is 417 mg/dl. Customer treated with a bolus from the pump. Customer believed that the transmitter was causing the issue and the transmitter was already replaced. Sensors will be replaced and customer will try the new transmitter.